Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during an embolization treatment procedure, insertion difficulty was encountered. The target lesion was located in the gastroduodenal artery. The 5mm x 8cm interlock 18 2d coil could not be advanced into a .021 renegade microcatheter outside the patient utilizing an intermittent flush. Significant resistance was encountered. The procedure was successfully completed with other coils. No patient complications were reported and the patient's status is ok. However, device analysis revealed that a interlock 18 2d coil fiber bundle detached.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: examination of the returned device revealed there was blood present in the introducer sheath. The pusher wire was kinked indicating a resistance was met during the procedure. The arms of the coil and pusher wire were interlocked in the introducer sheath. A slight resistance was met attempting to advance the pusher wire through the introducer sheath to retrieve the coil due to the presence of retrograde blood and the thrombotic tendency of the fiber bundles in the presence of blood however the coil was successfully retrieved this way. The fiber bundles of the coil were covered in blood. One fiber bundle was returned not attached to the coil but was expelled from the introducer sheath when the coil was retrieved. Microscopic inspection of the zap tip shape and surface was smooth. The interlocking arm of the main coil was inspected and no damage noted. Dimensional inspection of the main coil and pusher wire were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is considered user related as continuous flush was not maintained per the dfu. (B)(4).